Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient's wife reported that infusion set kept falling off quick release. The patient had late lunch and was doing errands while sitting in the car when the sensor gave a high reading and they smelled insulin. Then, they noticed that the infusion set had detached at the quick release. High blood glucose level was treated with 15 units manual injection. The previous infusion set detachments had quick release pieces not connected. The site location was lower back/ upper buttocks closer toward the side and the pump was hooked on the belt on the same side of the body. The infusion set had been in use for three days and the infusions were stored in a bedroom closet. There was no stress or pull on the tubing and they were unsure if the pump was dropped with the set connected to the patient's body. Patient's blood glucose level at the time of this report was 497 mg/dl. No further information available.